Event description:
It was reported to boston scientific corporation that an orise proknife device was used in the stomach for the treatment of stomach cancer during an endoscopic submucosal dissection (esd) performed on an unknown date. During the procedure, the tip became damaged and broke off inside of the patient. The detached piece was not retrieved, as it was anticipated that the fragment would pass naturally from the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of electrode detached. Block h10: investigation results the returned orise proknife device was analyzed, and it was found that the electrode tip detached. This was also confirmed during the microscopic evaluation. No other issues were noted. The reported event was confirmed. Based on all available information, it is likely that manipulation, patient's anatomy, or the technique used during the procedure could have contributed to the electrode detachment. Evidence suggests that the tip broke due to excessive force applied. Therefore, the most probable root cause for the reported event is adverse event related to procedure. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, and a device history review (DHR) on the most probable lots did not identify any anomalies or deviations within manufacturing/service processes that could have contributed to the event.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the date that the manufacturer became aware of the event. Blocks d4, h4: the complainant was unable to provide the lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf device code a0501 captures the reportable event of electrode detached.

Event description:
It was reported to boston scientific corporation that an orise proknife device was used in the stomach for the treatment of stomach cancer during an endoscopic submucosal dissection (esd) performed on an unknown date. During the procedure, the tip became damaged and broke off inside of the patient. The detached piece was not retrieved, as it was anticipated that the fragment would pass naturally from the patient. The procedure was completed using another of the same device. There were no patient complications reported as a result of this event.